Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited a rise in impedances to high levels. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead - (B)(6) 2009. (B)(4).